Event description:
Customer reported that about one-half of the mesh delaminated four hours into the procedure. The surgeon continued to implant the device. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion code: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished good release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental form will be submitted accordingly.